Manufacturer narrative:
Follow-up # 1 date of submission 08/30/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2016 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the cartridge compartment from the top of compartment with a section missing. The cartridge cap was able to be secured to the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.